Event description:
From 1984-1989 rptr had 37 pts with implants. There are 100% failure of the implants, some producing severe destruction of local tmj anatomy. Recent 10 cases (last in rptr's series) looked ok on x-ray and pts without significnt symptoms. High resolution CT scan, 30 resolutions, however, showed severe unsuspected problems.